Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported "suspected bia-alcl and rupture". Later healthcare professional reported seroma and mass-like formation were reportedly caused by gel leaking out of the capsule and "unlikely to be bia-alcl". This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported "suspected bia-alcl and rupture". Pathological markers confirming alcl have not been received. This record is for the right side. Device remains implanted. Manufacturer of the device is unknown.

Manufacturer narrative:
Clarification to b3 date of event: partial date october 2025. Clarification to d6a implant date: partial date "around 1977", "48 years ago". The event of "lymphoma-alcl-suspected" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "suspected bia-alcl, rupture".